Event description:
It was reported in an article titled " non-traumatic acute paraplegia associated with a CT-guided needle biopsy in a silicotic nodule: a case report" that some time post computed tomography guided lung biopsy, the patient allegedly felt weakness in lower limbs and fell on the ground with clear consciousness. It was further reported that neurological examination revealed flaccid paraplegia and hyperesthesia at the level below the t8 dermatome. Furthermore a magnetic resonance imaging was performed which revealed swelling of thoracic spinal cord and a high signal intensity lesion at the level of t7, t8, and t9 was identified. Reportedly, patient received hyperbaric oxygen therapy and a rehabilitative treatment over a period of few weeks. The symptoms of the patient were substantially relieved following aggressive treatment, however the patient still presented with poor neurological recovery and permanent deficit. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H10: liying xu, xun ding, and meiyan liao (2015). Non-traumatic acute paraplegia associated with a CT- guided needle biopsy in a silicotic nodule: a case report. Molecular and clinical oncology, 4(3):453-455. Doi: 10.3892/mco.2015.711. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Four medical image(s) were provided and reviewed. The first image shows the CT-guided lung biopsy of a mass lesion in the right lower lobe. The image also shows the biopsy needle. The distance between the targeted mass and the pleura was 20 mm, and the distance between the puncture point and the spine tube was 70 mm. The second image shows CT imaging following biopsy, revealing a small amount of bleeding in the thoracic cavity, although no pneumothorax was identified. The third image shows spinal magnetic resonance imaging after 2 h. Revealing no abnormal findings in the spinal cord. And, the fourth image shows a representative t2-weighted image showing spinal magnetic resonance imaging after 24 h. Swelling of the thoracic spinal cord and a high-signal-intensity lesion in were revealed at the level of t7, ts and t9. Based on the image review, the reported annex e code swelling, hyperesthesia & paraplegia issues cannot be confirmed. Therefore, the investigation is inconclusive for the reported issue as no objective evidence was provided for review. A definitive root cause for the alleged issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: liying xu, xun ding, and meiyan liao (2015). Non-traumatic acute paraplegia associated with a CT- guided needle biopsy in a silicotic nodule: a case report. Molecular and clinical oncology, 4(3):453-455. Doi: 10.3892/mco.2015.711. H10: g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported in an article titled " non-traumatic acute paraplegia associated with a computed tomography guided needle biopsy in a silicotic nodule: a case report" that some time post computed tomography guided lung biopsy, the patient allegedly felt weakness in lower limbs and fell on the ground with clear consciousness. It was further reported that neurological examination revealed flaccid paraplegia and hyperesthesia at the level below the t8 dermatome. Furthermore a magnetic resonance imaging was performed which revealed swelling of thoracic spinal cord and a high signal intensity lesion at the level of t7, t8, and t9 was identified. Reportedly, patient received hyperbaric oxygen therapy and a rehabilitative treatment over a period of few weeks. The symptoms of the patient were substantially relieved following aggressive treatment, however the patient still presented with poor neurological recovery and permanent deficit. The current status of the patient is unknown.